Event description:
It was reported that the intellivue mx800 patient monitor occasionally freezes. Is was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6).x reporter phone #(B)(6).

Manufacturer narrative:
A philips field service engineer (fse) was scheduled to visit the customer site to evaluate the issue. Prior to the visit, the customer contacted philips to cancel the visit. No additional information was provided. It is unknown how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.